Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer provided physio-control with all the available patient information. Patient fields in which information is not provided were intentionally left blank. The customer's device was not returned to physio-control for evaluation. A clinical review of the reported patient event was performed and concluded the following: from the information provided it can not be understood what the reason was to perform a bilateral pleural decompression. Without that information a determination cannot be made if the device use caused any adverse event to the patient. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that a patient required bilateral pleural decompression post-arrest. There was no report of a device malfunction during use, however the customer had concerns of the CPR device set too deep.